Event description:
It was reported that a flo-gard infusion pump had a damaged battery. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing, and a review of the alarm log were performed. Review of the alarm log revealed that the device had a low battery alarm. The alarm was duplicated during functional testing. The cause of the alarm was determined to be a depleted main battery. To correct the condition, the battery was replaced. The device was serviced to meet specifications. Should additional relevant information become available, a supplemental report will be submitted.